Event description:
Clinical study. During a coronary artery drug eluting stenting treatment procedure a shaft fracture occurred. The procedure involved coronary artery drug eluting stenting to two target lesions for in-stent restenosis. Target lesion one was a 3. 5x20mm 80% stenosed bifurcated portion of the distal circumflex artery. This lesion was predilated using a 3. 5x15mm maverick balloon and placement of a 3. 5x32mm taxus liberte drug eluting stent. Target lesion two was a 3.00x18mm mildly calcified, 75% stenosed bifurcated portion of the 2nd obtuse marginal artery. This lesion was predilated using a 3.00x15mm maverick balloon. Attempted placement of a 3.00x28mm taxus liberte stent failed due to shaft breakage with distal separation prior to stent deployment. Subsequently a 3.00x24mm taxus liberte drug eluting stent was placed to complete the procedure. The physician reported no patient injury as a result of this incident. The patient was discharged two days following this procedure receiving aspirin and plavix.